Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has not been provided photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue. Based on the information provided, it was concluded that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: not able to determine a root cause. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.